Manufacturer narrative:
The hospitalization was not related to the pump leaking; therefore this was not a reportable device malfunction. The medical event has been reported under emdr-233756. H6 removed loss of consciousness and replaced with e2403, hospitalization removed and replaced with no health consequences or impact, insufficient information removed and replaced with fluid leak.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and low blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with low blood glucose levels. The patient reports the pod was leaking insulin. The patient reports the pod was clicking and kept delivering insulin. The patient reports they had lost consciousness. Once at the hospital emergency room the patient reports having the insulin flushed. The patient reports they were discharged from the hospital the same day. The patient reports having placed a new pod on once at home from the hospital that was making clicking sounds as well as 4 others that have been reported. The patient opened a new box of pods and was able to apply a new pod with success.